Event description:
A service center recently serviced the ventilator. After the preventative maintenance, the respiratory therapist ran the vent for 24 hours without any problems prior to putting the ventilator on the pt. The therapist put the ventilator on the pt, turned the ventilator on, and then it went into power loss and turned itself off. The therapist then turned the unit back on and it started to cycle on the pt. The pt was being ventilated. No reported harm to the pt.